Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon issue was confirmed. The balloon was found to be ruptured. Both balloon windings were intact. Latex edges did not match at the ruptured location. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. The IFU was reviewed and stated that "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing with this fogarty catheter, the balloon did not inflate. There was no allegation of patient injury. Patient demographics were requested and unable to be obtained. The device was received for evaluation and the balloon edges did not appear to match up.

Manufacturer narrative:
Based on further engineering investigation performed at manufacturing site, a potential root cause could not be determined. Additionally, the units go through balloon and winding inspection as part of the manufacturing process. Additionally, a pra has been generated. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.